Event description:
Maude adverse event report: "the patient was undergoing a bronchoscopy and lung biopsy with a plan to possibly perform a lobectomy if the biopsy was positive for a malignancy. After the biopsy results came back positive, the surgeon attempted to perform a lobectomy using the video assisted technology. However, the surgeon began clipping off a branch of the pa using the 5mm endo clip applier. After placing 4 clips across the vessel, he cut between the clips. Subsequently, the clips failed and the vessel began bleeding. Attempts to stave off the bleeding using surgical, pressure and clamping failed. Of the four clips, two had fallen off and it was noted that there was incomplete closure across the length of the clip. A mini thoracotomy was performed to complete the lobectomy and the patient's surgery was completed without any further complications. We have had repeated problems with the clip appliers."

Manufacturer narrative:
On 12/19/14 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with report# (B)(4). This incident was found on the maude database with applied medical listed as the manufacturer, and was not reported by the user to applied medical. As the report did not contain the hospital name, we were unable to contact the hospital for additional details or return of product for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
(B)(4) 2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with report# (B)(4) this is to follow-up with u.s. Department of health & human services for maude report# (B)(4). However the report did not contain the hospital name hence we could not request the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.